Manufacturer narrative:
On 29-sep-2022, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Biosense webster manufacturer's reference number (B)(4) has seven (7) reports: MFR # 2029046-2022-02485 for product code 10439236 (soundstar eco 8fg ultrasound catheter, soundstar eco 8f ultrasound catheter). MFR # 2029046-2022-02486 for product code 10439236 (soundstar eco 8fg ultrasound catheter, soundstar eco 8f ultrasound catheter). MFR # 2029046-2022-02487 for product code 10439236 (soundstar eco 8fg ultrasound catheter, soundstar eco 8f ultrasound catheter). Product code 10439236 (soundstar eco 8fg ultrasound catheter, soundstar eco 8f ultrasound catheter). MFR # 2029046-2022-02489 for product code 10439236 (soundstar eco 8fg ultrasound catheter, soundstar eco 8f ultrasound catheter). MFR # 2029046-2022-02490 for product code 10439236 (soundstar eco 8fg ultrasound catheter, soundstar eco 8f ultrasound catheter). MFR # 2029046-2022-02491 for product code 10439236 (soundstar eco 8fg ultrasound catheter, soundstar eco 8f ultrasound catheter).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a soundstar eco 8fg ultrasound catheter, soundstar eco 8f ultrasound catheter and a foreign material issue was encountered. It was reported there was white debris from the packaging itself on the soundstar eco 8fg ultrasound catheter, soundstar eco 8f ultrasound catheter. The bwi company representative confirmed that they had opened at least 7 soundstars which had this issue, mostly debris on the handle portion. The issue of foreign material inside the packaging is an MDR reportable malfunction.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a soundstar eco 8fg ultrasound catheter, soundstar eco 8f ultrasound catheter and a foreign material issue was encountered. It was reported there was white debris from the packaging itself on the soundstar eco 8fg ultrasound catheter, soundstar eco 8f ultrasound catheter. The bwi company representative confirmed that they had opened at least 7 soundstars which had this issue, mostly debris on the handle portion. Device evaluation details: the complaint device was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Visual inspection was performed following bwi procedures. The device was inspected and white fibers were found in the handle. The foreign material was sent to fourier transform infrared spectroscopy and it was concluded white fibers are composed of cellulose base material, however, none of the analyzed components was related as a source of origin, and material provenance remains unknown. At this time is not possible to determine the root cause of this condition, however, based on the information provided, the condition reported has its origin in someplace external to the manufacturing environment. The issue reported by the customer was confirmed. An internal investigation was initiated to address the root cause of the issue of the white fibers. A device history record evaluation was performed and no internal action related to the complaint was found during the review. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).